Manufacturer narrative:
The meter has been confirmed to exhibit the memory overwrite malfunction. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
Customer reported receiving an error 4 on the display of her freestyle flash blood glucose monitor when a test strip was inserted. During the course of troubleshooting with adc customer service, it was discovered that her locked meter is now unlocked. Although the meter was set to the correct unit of measure, the meter is exhibiting signs of the memory overwrite malfunction. There was no report of death, serious injury or mistreatment associated with this event.